Manufacturer narrative:
The device was received for evaluation, however investigation is pending.

Event description:
The event involved a plum 360 that the customer reported when testing delivery was under-delivering and no alarms occurred. The customer stated that the flowrate required calibration. The pump was not in clinical use at the time of the event. When asked about the status of the pump at the time of the event it was stated as the pump was working, however it was reported to the department for planned maintenance. The customer provided test results from a hydrograph (flow test) using a ultramedic ida-4 plus infusion device analyzer. The set values flow rate was 200.00 ml/h with a total volume 0.00 ml; the measured values documented were flow rate 166.36 ml/h total volume 17.65 ml total test time 00:06:22. There was no patient involvement and no adverse event.

Manufacturer narrative:
The reported complaint was flowrate required calibration under-delivering and no alarms occurred and was investigated. No delivery related alarms found in device history. Device history downloaded and maintained. Review period 6 oct 2021 to 28 oct 2021. See logs review/conclusion attached to device history record. It was noted in the as-found condition: device has cracked front and rear cases and a damaged fluid shield. The logs for this device were reviewed with focus on event date as stated (B)(6) (2021). The log review showed that there were 3 infusions at rate 200ml/hr with elapsed time of 06:41mins with actual infusion time of 06:25mins (very close to reported test time of 06:22mins). From the logs review, the volume reported delivered by the device was calculated to be 21.4ml. The expected volume delivered was calculated for the elapsed time of infusion to be 22.3ml which is within 5% of the volume delivered reported by the pump. No anomalous log entries found in the diagnostic logs for the test period. The device passed all pvt testing including delivery accuracy which was run 3 times each time resulting in 20.6ml delivered. No issue found in relation to device accuracy. The complaint of flowrate required calibration under-delivering and no alarms occurred was not confirmed note: flowrate is not an approved test for plum 360 devices according to the technical service manual or service procedures. Pvt delivery accuracy test as per the technical service manual is performed using a graduated cylinder. Probable cause, flowrate required calibration under-delivering and no alarms occurred. This was not confirmed as not replicated throughout testing. No probable cause determined.